Event description:
Upon removal of the guidewire, the PICC rn noticed that the end of the guidewire was shorter than it should have been. X-ray confirmed that a 2.5cm section of the guidewire tip was retained in the pt. FDA safety report ID# (B)(4).